Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a kink and discolored tubing while infusing blinatumomab. There was no patient harm.

Manufacturer narrative:
Additional information received from the customer determined that this complaint is not MDR reportable.